Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During interrogation, it was reported that the atrial lead showed noise episodes, low pacing impedance and low sensing. The lead was capped during an unrelated procedure in order to resolve the issue. The patient was stable.